Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-09513). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that an asymptomatic patient presented for normal follow-up when a large decrease in estimated battery longevity was observed. The patient will be scheduled for a generator replacement. The patients condition is good. The device was explanted. The patients condition is stable.